Manufacturer narrative:
H3, h6: the alleged device was returned for evaluation. Based on the device evaluation, the device returned with the twisted stainless-steel wire fractured with the ends spread and frayed. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the cup this failure will continue to be monitored via routine trending. The production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. To the date, no clinically sufficient data was provided to perform a medical investigation. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive force and/or misuse. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, during a thr surgery, the wire of an unknown warwick recon hip instr broke while it was mounted onto the dedicated bhr slimline impactor for implantation. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
B5, d1, d2a, d2b, d4, d10, h5, h8.

Manufacturer narrative:
Corrected data: b5.

Event description:
It was reported that, during a thr surgery, the wire of an acetlr cup hap 60mm w/ imptr broke while it was mounted onto the dedicated bhr slimline impactor for implantation. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (b)4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a thr surgery, the wire of a acetlr cup hap 60mm w/ imptr broke while it was mounted onto the dedicated bhr slimline impactor for implantation. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment are not accessible for testing. The device was received however, a physical evaluation was not possible as the product was inadvertently misplaced. A visual inspection was conducted on a photograph of the subject part. The wire of the device is fractured. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the cup this failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. To the date, no clinically sufficient data was provided to perform a medical investigation. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive force and/or misuse. Should additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.